Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated with a temperature chamber assist. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. A revision procedure is being planned. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced as it was not pacing the patient anymore and could no longer be interrogated with a programmer. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. A revision procedure is being planned. The pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. A revision procedure is being planned. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced as it was not pacing the patient anymore and could no longer be interrogated with a programmer. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.